Manufacturer narrative:
Additional manufacturer narrative. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
Edwards received notification that this 68 years old patient with a 6900tfx25 valve implanted in the mitral position underwent a valve in valve (viv) procedure after an implant duration of five (5) years and one (1) month due to calcific degeneration leading to severe stenosis (mean gradient 35 mmhg) and mild regurgitation. The flow velocity was 3.6 m/sec, valve area was 0.88 cm2, there was impaired leaflet mobility and thickening. As reported, patient presented with shortness of breath on exertion. A 26mm transcatheter valve was implanted within the pre existing surgical edwards valve. Patient comorbidities: severe chronic renal failure, lupus, diabetes, dialysis, hypercholesterolemia and hyperparathyroidism.

Event description:
Edwards received notification that this 68 years old patient with a 6900tfx25 valve implanted in the mitral position underwent intervention for a valve-in-valve (viv) procedure after an implant duration of five (5) years and one (1) month due to calcific degeneration leading to severe stenosis (mean gradient 35 mmhg) and mild regurgitation. The flow velocity was 3.6 m/sec, valve area was 0.88 cm2, there was impaired leaflet mobility and thickening. As reported, patient presented with shortness of breath on exertion. A 26mm transcatheter valve was implanted within the pre-existing surgical edwards valve. Reportedly, patient was noted as to be recovered and discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, the most likely cause is patient factors, including chronic renal disease, diabetes mellitus, hypercholesterolemia, and hyperparathyroidism.